Manufacturer narrative:
The ICD has not been returned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) developed shock with pulmonary edema and septicemia. Blood cultures were taken and tested positive for infection. The patient was initially able to be stabilized. However, a relapse occurred and the patient subsequently died from acute renal failure and progressive shock. The physician reported that the patient's death was not caused or contributed by the device.